Event description:
A malfunction on the pump was reported by the caller, who noted there were no notable events leading up to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the same malfunction did not recur. The customer was able to continue using the pump and was advised to contact technical support if the issue recurred, which the caller acknowledged and understood.